Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The field service engineer (fse) evaluated the device and verified the reported condition. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator had a led (light emitting diode) indicator faulty. There was no known patient impact. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 18jun2019. Information was received that there was no patient involvement. The fse confirmed that the power led went off by vibration caused by button operation. The fse replaced the power switch overlay to address the reported problem. After this repair, no other abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.